Event description:
It was reported that the patient presented in clinic after receiving appropriate therapy for ventricular tachycardia. Externalized conductors were observed. Also noted were a decrease in hv lead impedance and an increase in capture threshold. Lead was capped and replaced without adverse consequences to the patient.